Manufacturer narrative:
All available information was investigated, and the reported difficult to flush the dilator was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation, the lumen of the dilator was blocked and unable to flush. Therefore, the physician decided to replace the sgc. There was no clinically significant delay in the procedure.